Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated she unwrapped a tampon and indicated the tampon appeared to contain mold.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.